Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During procedure, a guidezilla¿ guide extension catheter was used, however, it was noted that the device broke. The procedure was completed with another of the same device. No patient complications were reported.